Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of low erroneous results for 1 patient tested for troponin t hs (high sensitive) troponin t hs on a cobas e 411 immunoassay analyzer. The initial troponin t hs result at 1:04 p.m. Was 0.020 ng/ml. A new sample was obtained and the result at 3:26 p.m was 0.003 ng/ml. A third sample was obtained and the result at 4:28 p.m. Was 0.003 ng/ml. All 3 results were reported outside of the laboratory. The doctor was expecting high results. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 19550000 with an expiration date of 02/28/2018. On 04/17/2017 the field service engineer (fse) visited the customer site and performed annual maintenance. The fse also stated the inlet water filter was very dirty and this was cleaned. Afterwards, the fse performed calibration and quality controls (qc) with a new reagent. The fse then repeated all 3 samples from (B)(6) 2017. The repeat result for the initial sample was 0.021 ng/ml. The repeat result for the 2nd sample was 0.021 ng/ml. The repeat result for the 3rd sample was 0.019 ng/ml. The customer¿s clotting time of 10 minutes is too short. No issues were identified during a review of the alarm trace. The calibration signals after the maintenance performed by the fse on 04/17/2017 were 100,000 counts higher than before. Qc performed after the erroneous results at 11:23 p.m. Was <0.003 with a <test data flag. A specific root cause was not identified. Based on the information available for investigation, the root cause may be related to an instrument issue indicated by the variance in calibration signals. Additionally, the qc value received after the erroneous results was similar to the incorrect results. The clotting time of 10 minutes could lead to issues since the recommended clotting time is typically >30 minutes. The customer has not had any other problems since the service visit.